Event description:
Complainant alleged that during the incoming inspection of the product which had just been serviced by zoll, the device would not charge. The complainant indicated that there was no pt involvement in the reported failure.